Manufacturer narrative:
It is unknown if the lens was implanted and therefore unknown if it was explanted. Device evaluation: the returned product was visually inspected. The actual lens was not returned, therefore the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that the haptic sheared off during intraocular lens (iol) insertion into the eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: initially it was reported that haptic sheared off when inserting the lens into the eye. However, though follow up it was clarified that only the cartridge was partially inserted into incision and the physician noticed the haptic was coming off. No incision enlarged or vitrectomy was required. There was no patient injury reported. Another lens was used to complete the procedure. All pertinent information available to abbott medical optics has been submitted.